Manufacturer narrative:
Concomitant product: 0180 boston scientific lead, implanted: (B)(6) 2008.

Event description:
It was reported that ventricular sense episodes showed intermittent far field r-wave (ffrw) sensing on the right atrial (ra) lead. It was also noted that the p-waves were currently and historically below the normal range. The lead remains in use. No patient complications have been reported as a result of this event.